Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with unspecified saline breast implants and experienced bilateral breast pain and bilateral deflation. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 405cc, catalog number smpx405, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019 this report is for the second of two devices. The patient is unsure if the devices are mentor products; however, this report is being conservatively submitted.